Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the pull off occur during use on the patient or before use on the patient? N/a. Procedure name? Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The suture needle was pulling off during the procedure. The issue was resolved by changing to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. The product code is double armed. Visual analysis of the returned sample determined that a labeled winding former with a needle-suture piece and a dispensed needle-suture piece of product code hs6861h were received for evaluation, the swage and attachment area was noted to be as expected, and a suture pieces the ends were cut suture possibly from a surgical instrument. Functional test was performed in the dispensed needle-suture, and the tensile strength result was above the minimum requirements as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A picture was returned for evaluation. Upon visual analysis of the picture received. It was observed inside of a plastic bag a labeled winding former with a detached needle from the suture. The product code for this complaint is hs6861. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.